Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that the user continue using the system and enter calibrations when prompted. Per dms review, the user is using the system with up-to-date information.

Event description:
On march 1st 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.